Manufacturer narrative:
The insulin pump was received with an intermittent button response due to a corroded keypad. The unit had a minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, and a missing end cap sticker. (B)(4).

Event description:
The customer called in to report a keypad anomaly. The customer stated that the insulin pump was in the shirt pocket and it was very hot outside. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.